Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to remove a 10mm and a 5mm polyp but the snare failed to cut. An endoscopic mucosal resection (emr) was performed to remove both polyps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event: loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the wire was kinked in the middle of the device and the catheter was kinked in the distal section. The complaint was not confirmed. The device passed the retroflex test, it extended and retracted within specification. Therefore, the most probable root cause classification for this event is not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to remove a 10mm and a 5mm polyp but the snare failed to cut. An endoscopic mucosal resection (emr) was performed to remove both polyps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.